Manufacturer narrative:
The reported events were intermittent capture and micro dislodgement. A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. After cleaning blood/ tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of intermittent capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation indicated that the right ventricular (rv) lead exhibited high capture threshold resulting in intermittent loss of capture. Fluoroscopy confirmed that the rv lead had micro-dislodged. The rv lead was explanted and replaced. The patient was in stable condition.